Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was cloudy was confirmed. The following defects were found with the device upon evaluation : - outer tube damaged, needle outer tube bent. - outer tube damaged, distal tip distal tip has deposits. - optical system, optical components broken lenses in optical system. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. The physical damage to the device and the broken lenses are most likely a result of user mishandling of the device or a probable fall. Improper cleaning / maintenance of the device is most likely the root cause of the deposits on the distal tip. The damaged components would have caused the scope to display a cloudy image as reported by the customer. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 correction narrative: d9: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
As reported by the employee via phone, when checking equipment in from a trial during a quality inspection it was found that the sheath is bent and the scope is cloudy. No case.